Event description:
The transducer malfunctioned and a false pulmonary artery pressure was displayed on the monitor from the transducer (90mm). The physician emergently re-opened the patient's closed chest to resuscitate the patient and found the heart and pressures were normal.